Manufacturer narrative:
(B)(4). S/w version: 4.11e, retainer ring = clear, insulin pump p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: scratched case, cracked case, cracked case near the corner of belt clip rails, missing display window cover, cracked keypad overlay, cracked battery tube threads, cracked case on the battery tube side, and moisture damage in battery tube.

Event description:
Information received by medtronic indicated that the insulin pump was cracked and there was a gap on he screen of the pump. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.